Event description:
According to reporter, the user was hospitalized with hypoglycemia with the product in use. In was reported that the product's glucose readings were 200 mg/dl higher than the user's other meter. User was treated with oral glucose and temporary removal of pump for use. User was released from hospital care in 2009.